Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String was coming off inside me - vagina [foreign body in reproductive tract]. Every string was coming off, fraying [device breakage]. Case description: consumer reported via e-mail that the tampon string was coming off or fraying. No serious injury reported.